Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual rise in pace impedance measurements from 1,000 ohms at implant to high out-of-range pace impedance measurements greater than 2,000 ohms. Review of the presenting electrogram (egm) looked similar to egm review from february, so loss of capture (loc) was not suspected. Technical services (ts) discussed possible causes. This lv lead remains in service. No adverse patient effects were reported.